Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient¿s insertable cardiac monitor reflected the diagnostic anomaly ¿battery low¿ at the patient¿s post-operative check. The physician will continue to monitor the device.